Event description:
Health professional reported after an injection with 1 syringe of juvederm ultra xc in the lips, the pt developed ¿redness, inflammation and ulcers to the lip border and a swollen left side of cheek.¿ augmentin and prednisone were prescribed, however it is unk if they were prescribed to hasten resolution of symptoms or to prevent worsening of symptoms that could lead to permanent damage. In the follow-up medical report, the physician reports that the symptoms have resolved with the use of the augmentin only and the use of the prednisone was not necessary. Allergan¿s approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. Eval summary: batch number h24l858068 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bio burden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.